Manufacturer narrative:
Concomitant medical products: product ID: 9733686, software version #: (B)(4). A medtronic representative visited the site to evaluate the equipment. Hardware parts were placed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the iso-c showed as connected, but after a spin was taken it failed to transfer. The computer on the navigation system had been recently replaced and this was the first time the iso-c was being used with it after that. The procedure continued without navigation or imaging. Troubleshooting was done. /app/rw/scripts/setupdicom.sh appeared to configure the settings but a manual push did not transfer afterwards. Folder cd /var/tmp/ was empty. Pushed again and attempted to access /tmp/ folder through the application, but the dicom logs file was not present. Also attempted to use /usr/local/etc/createsiemensdicomsettingsfiles.pl /sr/lupe/exams in case spine 2.0 was loaded following the computer replacement. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. Additional information was received. It was reported that no resolution was found. The doctor continued without navigation. There was a delay to the procedure of "another couple hours." This contradicts what was previously reported.

Manufacturer narrative:
H2, h3: software logs were received, but not analyzed. Previously reported codes b21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.